Event description:
Complainant alleged that while the facilities medics were attempting to difibrillate a pt in full cardiac arrest, the device displayed "advise shock" and then auto-charged. When the medics attempted to deliver shock, the device failed to discharge. The medics then obtained another device and were able to shock the pt. The pt subsequently expired. The complaint indicated that the reported malfunction did not effect the pt outcome.